Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that the clip became stuck. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. There was also excessive residue around the clamping pulley cable grooves.